Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, no product has been received at this time despite follow up attempts by adc. A valid serial number has not yet been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung galaxy s23 with android operating system version 14. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced loss of consciousness and was unable to self-treat. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Based on the additional information provided, there is no indication that the adc device caused or contributed to an adverse event. Therefore abbott diabetes care (adc) considers this issue to be non-reportable and closed. The following sections have also been updated to reflect this correction report: b5 - describe event or problem. H6 - adverse event problem (health effect - clinical code, health effect - impact code).

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung galaxy s23 with android operating system version 14. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced loss of consciousness and was unable to self-treat. There was no report of death or permanent impairment associated with this event. The following additional information is being provided in this report: adc customer service attempted to contact the customer again to gain additional details regarding this event and was successful. It was clarified that the customer did not experience any loss of consciousness or seizure. The customer stated they felt slightly hypoglycemic, dizzy, and fell down, but was assisted by a non-healthcare professional (non-hcp) to sit upright. The customer was able to self-treat with a cacao beverage provided by the non-hcp. There is no indication to suggest that the customer was incapable of self-treatment. Based on the additional information provided, there is no indication that the adc device caused or contributed to an adverse event. Therefore, adc considers this issue to be non-reportable and closed.